Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 68.5mm diameter abdominal aortic aneurysm. The patient aneurysm neck diameter ranged from 22.6-30.4mm. During the index procedure, due to the pararenal and short neck aneurysm (9mm), the chimney technique was used. Non mdt devices were implanted distal to the endurant stent graft to provide extra length. It was reported that on follow up CT approximately 2 years post the index procedure, a type ia endoleak was observed. As per the physician, the cause of the event as related to aneurysm enlargement due to the presence of the pararenal aneurysm and use of bare metal chimney stents. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.